Event description:
Caller received a recall letter from abbott regarding her freestyle libre 3 sensors. She further stated that she has three of the defective sensors. Ref reports: mw5158432, mw5158433.